Manufacturer narrative:
Device manufacturing date is unavailable. The medtronic representative followed up with the surgeon to discuss proper tracer patterns. On 06/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a transsphenoidal in optical procedure, the surgeon alleged an inaccuracy of approximately 5 millimeters occurred. Later in the procedure, the surgeon could touch bone and not be on bone in the software. The beginning of the procedure, the surgeon deemed being accurate, the alleged inaccuracy was noted deeper in the anatomy. At this point in the procedure navigation was no longer used. In trouble-shooting, the medtronic representative confirmed that the tracer pattern was not pulled back on the anatomy at all. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided. A software investigation was completed and confirmed the software is functioning as designed. Reported issue caused by poor tracer pattern. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.